Event description:
It was reported that removal difficulty and tip fracture occurred. A 300cm straight tip v-14 control wire was selected for use. However, the tip of the guidewire got stuck into the introducer sheath and was fractured. Both devices were removed all together and all pieces from the guidewire were removed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that removal difficulty and tip fracture occurred. A 300cm straight tip v-14 control wire was selected for use. However, the tip of the guidewire got stuck into the introducer sheath and was fractured. Both devices were removed all together and all pieces from the guidewire were removed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire returned with its original opened pouch. The returned guidewire had the distal tip damaged. A section of the polymer jacket located in the distal tip was separated. The damaged section was located approximately at 298.6 cm from the proximal end. The distal tip was kinked in different sections. No more visual damages were found in the device. The overall length inspection and outer diameter (od) of distal tip could not be performed due to device condition (polymer tip detached). The od of middle of the device and proximal section are both within specification.